Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with presyncope due to ventricular arrhythmia. Review of the egm revealed undersensing. Programming changes were recommended.